Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the entire system was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
The patient received two swift-lock anchors with the same lot number. It was reported the patient is experiencing pain at the anchor site(date of event unknown). As a result, surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified the issue is resolved.